Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they fell a week ago yesterday ((B)(6) 2025) and landed on their side where their interstim was located. The patient stated all of a sudden, they were going to the bathroom all the time and they tried to increase their stimulation but every time they tried, they got the message "maximum settings have been reached" on every program. Patient services reviewed the meaning of the message with the patient and redirected the patient to follow up with their managing health care provider to further address the issue but the patient stated their healthcare provider told them to call medtronic instead. Patient services reviewed the role of patient services and the representative and offered to reach out to the field to alert them of the situation but redirected the patient to follow up with their hcp to check the implanted system. . . No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-33, lot# va14wxx , implanted: (B)(6) 2016, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of reaching maximum setting was determined to be from falling down. Patient stated none of the programs would work due to a broken wire. To resolve the issue there were more programs added on 2025-may-06. Related previous device:708148368- fallen/wires dislodge.